Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient reported that the day of the event the cgm reading was low and she treated herself for this. An unknown time after this self-treatment, the patient experienced feeling very tired and being weak in the legs, and an ambulance was called. When the paramedics took a fingerstick, the cgm was reading 2.3 mmol/l and the blood glucose reading was 26.0 mmol/l. At this moment also high blood pressure was noted and the patient received an unspecified infusion for the high blood pressure and was instructed to take insulin during 3 times during the event. The patient did not visit the hospital and an unknown time after the paramedics arrived, they left. The patient then took (B)(4) units of insulin throughout the night. At the time of the events, that patient was feeling better and stated that she could walk. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.